Event description:
About 2 weeks prior to this report, the patient started having increased spasticity in his legs making it more difficult for him to ambulate. Most recently, the patient was having itching without a rash. A dose increase and intrathecal bolus were not efficacious. An x-ray showed the catheter to be intact. A dye study could not be done as they were unable to aspirate fluid from the cap (catheter access port). The patient was taken to surgery on the date of this report to surgically explore. A rotor study was unremarkable. They were still unable to aspirate the catheter, so it was decided to replace the catheter with a new one. They had good csf (cerebrospinal fluid) flow with the new catheter placement. The existing pump remained implanted. The patient was going to be admitted to the hospital for 1-2 days after surgery for dose titration. The baclofen dose was decreased to 150 mcg/day. The patient was taking oral baclofen 20 mg three times a day and would be weaned off accordingly. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. On (B)(6) 2015, it was reported that the cause of the difficulty aspirating was not determined. No catheter segments were left in the intrathecal space. The patient was receiving effective therapy after the catheter replacement surgery. They were planning to continue to increase the patient¿s dosage accordingly based on the patient¿s needs.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).